Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that the programmer was not responsive to a touch of a finger multiple times a day. It was noted that the programmer had been powered on for some time with no active sessions going. Boston scientific technical services (ts) recommended a resolution. The programmer is out of service. No adverse patient effects were reported.